Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was displaying the battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by patient that the alleged issue began on (B)(6) 2012 at 6:30pm. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the reported issue. Five minutes after the alleged issue occurred, the patient claimed to have developed symptoms of "shakiness" and by 6:45pm, the patient self treated with food/drink in response to the symptom. The cca noted that there was evidence of misuse; the subject meter was dropped in water. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.